Event description:
It was reported that the implants do not get hold with the driver and fell into the mouth. Tooth sites 11 and 15. Procedure was completed with other items.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.